Event description:
The nurse reported intraocular pressure was lost during surgery. At the time of the event, the scrub technician checked the infusion sleeve for correct positioning. The scrub technician also checked the bss level, tubing, and cassette with no problems found. The case was completed and an iol was implanted. Additional info received from the nurse stated the pt required a second surgery for a posterior capsule tear and dislocated iol found the first day post-op. The nurse felt the loss of intraocular pressure during the first surgery may have contributed to the posterior capsule tear. The iol was exchanged. The pt is doing well after the second surgery.

Manufacturer narrative:
The company service rep examined the sys and did not find a problem with the sys. The sys was then tested and met all product specifications. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. This report was mailed to FDA on: 10/16/2009.